Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report was previously reported on the summary report for infection/erosoin on (B)(6) 2013. The lead had since tested out of specifications and is no longer reportable on the asr and will be submitted on a timely bimonthy report. Product event summary #evaluation summary: the lead was returned, analyzed and analysis results revealed insulation breech due to clavical/rib crush. It was also noted that the outer insulation was kinked, buckled, stretched, cut, and had blood/ body fluids present. Apparent explant damage was also seen. Concomitant products: product ID addrs1, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012; product ID 5076, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012. (B)(4).

Event description:
The lead was returned after being explanted due to infection. There were no performance complaints or allegations that the lead had malfunctioned in any way.

Manufacturer narrative:
Further review prompted a change in the device analysis results.